Event description:
It was reported that approximately nine years post vena cava filter deployment, the filter was retrieved successfully; however, a detached filter limb remains embedded. No attempt was made to capture and retrieve the detached filter limb. The patient status at this time is unknown.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.